Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1 and e3. B5: upon follow up, it was reported the patient experienced bacterial peritonitis. Route of administration for augmentin was oral and was discontinued after 14 days. Cefazolin was discontinued on an unknown date. On an unknown date, the patient got discharged from the hospital and recovered from all the events. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to cloudy fluid and treated with cefazolin (1g, intraperitoneal, "over night") and augmentin (625, once daily, intraperitoneal, for 14 days). At the time of this report, the patient outcome and action taken with pd therapy are unknown. No additional information is available.